Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the used cartridge was evaluated. Inadequate viscoelastic is observed. The cartridge has evidence it was placed into a handpiece. The cartridge product history records were reviewed and documentation indicated the product met release criteria. Associated products listed are qualified for use with this cartridge. No problem was found with the returned used cartridge. The tip is not split or cracked. The tip has normal stress lines. These may have been interpreted as the reported complaint. The stress lines observed are an expected occurrence with a lens delivery and do not denote a product deficiency. However, they can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly for advancement. The cartridge appeared to have a inadequate amount of viscoelastic. The directions for use (dfu) instructs to fill the cartridge with viscoelastic before loading the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge cracked. There was no problem with the iol. Additional information was provided that the surgeon noticed that the cartridge seemed stressed and was cracking during implantation.